Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). The right atrial (ra) lead was believed to be the cause of the oversensing.no intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: b5- describe event or problem section.